Event description:
It was reported that the patient with this pacemaker underwent magnetic resonance imaging (MRI). After the MRI, the patient was found to be in atrial fibrillation (af). It could not be confirmed if the MRI programming induced the af. The patient was being admitted to the hospital, and technical services (ts) discussed programming options. Additional information was received which noted that the patient was cardioverted the same day and was successfully put back into normal sinus rhythm. No additional adverse patient effects were reported. The device remains in service.